Event description:
This is filed to report that a mitraclip delivery system gripper cap and gripper lever broke. The patient presented with grade 4 mitral regurgitation (mr). During the procedure, force was used to pull back the gripper, but the back cap and gripper lock lever were pulled off and could not be reattached. The cap without the tactile marker came off. The cap came off during the procedure, after raising the grippers to reposition the clip. The latch broke off at the same time the cap came off. The latch came off with the end cap of the gripper lever. No excessive force was used. The latch was not unlatched; the gripper was just pulled back. The latch came off but did not break into pieces. The procedure was continued. The leaflets were grasped, and the grippers were successfully lowered. The mr was reduced to 2. It was noted that no challenging anatomy was encountered. The instruction for use (IFU) was followed. The procedure was successful despite not getting the cap back on. The case was a success. There was no delay in treatment, no adverse effects to the patient, and no issues with the device. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported separation of the gripper lever latch and the gripper cap (no tactile marker) were confirmed via returned device analysis. The reported failure to follow steps/instructions could not be replicated in a testing environment due to it being associated with user error. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU) states ¿caution: raising the gripper smore often than needed or retracting the gripper lever forcefully may damage the gripper cover or gripper line and impair clip delivery system (cds) performance¿ reportedly, the physician forcefully pulled back the gripper and pulled off the cap and lever latch. All available information was investigated, and the reported separation of the gripper lever latch and the gripper cap are due to the failure to follow steps/instructions. The failure to follow steps/instructions is due to the user retracting the gripper lever forcefully. There is no indication of a product issue with respect to manufacture, design, or labeling.